Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was involved in a car accident and she was placed in an insulin drip, which cause her blood glucose to rise. The customer's blood glucose reading at time of call was 270mg/dl. The caller stated that there is no physical damage to the device. The spouse stated that he wants to make sure the insulin pump is functioning as it should. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure and self test and they passed. Reviewed the alarm history and found a bad battery alarm. Advised the husband to call back if any issues occur. No further information was provided.